Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure the newly implanted lead had no capture. The lead was removed and a new lead was implanted instead. Again, after the screw was in there was no capture. This new lead was also removed. The physician then requested a different model lead which was implanted. No patient complications have been reported as a result of this event.